Manufacturer narrative:
Additional information: after stent retrieval, crushing of proximal strut was noted. The right coronary artery (rca) had residual very long severe stenosis (90%) with tortuosity and severe calcification. Mild resistance was noted during withdrawal of the device. No excessive force was used to withdraw the device. The patient had a previous percutaneous coronary intervention pci ((B)(6) 2025) using a 2.75x34mm onyx frontier stent to treat a posterior acute myocardial infarction on the circumflex branch with no issues. Patient details initial reporter phone number and email address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex c code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fluoroscopy images analysis: 4 still fluoroscopic images were provided from the account. The rca displayed diffuse disease throughout the vessel. The procedural wire was loaded into the vessel and a long stent could be seen being delivered to the mid rca. A second image was present showing the delivery of a stent to the mid to distal vessel. A second wire had been delivered through the vessel in this image. The final image was taken post successful treatment with stent deployment in the rca. No images were provided showing the attempted delivery of a stent without deployment. No stent dislodgement can be confirmed from the images. Product analysis: the stent was not present on the balloon and did not return for analysis. Kinks were evident to the hypotube. The balloon folds/ pro ximal balloon bond were partially expanded. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. No other device damage was evident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, stent dislodgment occurred during delivery to/at the lesion. The dislodged stent was removed from the patient. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. Severe stenosis was present. The device was inspected prior to use and negative prep was performed with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.